Event description:
It was reported that during a lap myomectomy, an error 5 occurred frequently during use in the 1st device. The blade was broken off after an error 5 occurred frequently in the 2nd device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.